Event description:
Auto suture universal stapler used on pt. He used 9 loads with no problem. He used a 10th load and there was an issue. The device stapled down but would not engage the cutting mechanism and/or would not release from the tissue he was stapling. Multiple instruments used to remove staple from tissue. Added extra hour to case and multiple opened instruments.